Manufacturer narrative:
Patient age: (y) zcb00 mean 71.73, ±sd 7.80, p value 0.081. Patient gender: (male %) zcb00 mean 0.30, n= 30. Patient weight, ethnicity and race: unknown as information was not provided. Date of event: article acceptance date: 25-sep-2022. Catalog number: a complete catalog number is unknown, as device serial number was not provided. Device serial number: unknown as information was not provided. Device expiration date: unknown as device serial number was not provided. UDI number: a complete UDI number is unknown as device serial number was not provided. Date implanted: date range between july 2020 to august 2021. Date explanted: not applicable as there is no indication the iol was explanted. Device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown, as device serial number was not provided. Citation: steinmüller ln, greve d, rua amaro d, bertelmann e, von sonnleithner c. (2022.) Analysis of higher-order aberrations in relation to the clinical outcome of an enhanced monofocal iol. European journal of ophthalmology.;0(0). Doi: 10.1177/11206721221134171 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: analysis of higher-order aberrations in relation to the clinical outcome of an enhanced monofocal iol. A prospective, monocentric, controlled, non-randomized, two-armed study was done to analyze higher-order aberrations of an enhanced monofocal aspheric intraocular lens (iol) in relation to the clinical outcome compared to a monofocal aspheric iol. A total of 60 eyes of 30 patients were included in the study and divided into: tecnis eyhance iol model icb00 (johnson & johnson surgical vision, inc.) (N=30 eyes), and tecnis monofocal 1-piece iol model zcb00 (johnson & johnson surgical vision, inc.) (N=30 eyes). In both groups, one cystoid macular edema occurred which was treated directly and healed without complications or any subsequent visual impairment. In zcb00 group, never or sometimes needed glasses when reading something short (n=6 patients; 46.2%), never or sometimes needed glasses when reading something long (n=2 patients; 15.4%), halos (n=2 patients; 15.38%), mean score of the perception of halos or starbursts (88.46± 24.19), and glare (n=8 patients; 61.54%). A copy of the article is provided with this report. This report is for the reported zcb00 issues. A separate report is being submitted to capture the reported icb00 issues.